Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
Material no. 367281 batch no. Unknown it was reported that after use of the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury. The following information was provided by the initial reporter: after drawing blood stuck self while engaging safety.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367281, batch no. Unknown. It was reported that after use of the bd vacutainer® safety-lok¿ blood collection set there was a needle stick injury. The following information was provided by the initial reporter: after drawing blood stuck self while engaging safety